Manufacturer narrative:
A device history record and process review was performed at the contract manufacturer. There were no abnormalities identified. Detailed analysis performed by medtronic core technologies group indicated the cause of the damage was physical in nature and not a moulding/manufacturing issue. This is in alignment with information from the user facility which indicated that the cannula tip may have been damaged during the procedure when the aorta was clamped. At this time medtronic is not aware of any patterns of events similar to this reported incident. (B)(4).

Event description:
Medtronic received information that during decannulation after a procedure, the surgeon noticed that a small portion of the tip of this arterial cannula was missing. The nurse did not think that the piece had been missing when they placed the white ring on the cannula prior to use. It was suspected that the tip of the cannula may have been damaged when the aorta was clamped. The perfusionist mentioned that there was a short burst of increased arterial pressure when the clamp was applied, but the pressure quickly normalized. The location of the portion of the tip is not known at this time. The cannula was returned to medtronic for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection confirmed that a portion of the tip of the cannula was missing. The product was sent to the contract manufacturer for this cannula for additional examination and determination of root cause. (B)(4).

Event description:
Medtronic received information that during decannulation after a procedure, the surgeon noticed that a small portion of the tip of this arterial cannula was missing. The nurse did not think that the piece had been missing when they placed the white ring on the cannula prior to use. It was suspected that the tip of the cannula may have been damaged when the aorta was clamped. The perfusionist mentioned that there was a short burst of increased arterial pressure when the clamp was applied, but the pressure quickly normalized. The location of the portion of the tip is not known at this time. The cannula was returned to medtronic for analysis.